Manufacturer narrative:
The returned device was evaluated. During this testing the device was found to navigate to other screens when attempting to access the menu screen. The touchscreen was replaced and the unit functioned as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device cannot stay in the main menu. Additional information received from the customer indicated that the display looks slightly blurred. "Sprang repeatedly in order to test values could not be detected." No known impact or consequence to patient.